Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: the coil was stuck on the tissue and the device would not return to the original position. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Tissue was damaged when the device was removed. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).